Manufacturer narrative:
(B)(6). The lot was manufactured february 15, 2018 - february 20, 2018. Four (4) devices were received for evaluation. Visual inspection was performed and it was noted that the bladders of the devices had ruptured. The ruptured bladders were microscopically examined for the signs of abnormality that may have caused the rupture and no issues were noted. The reported condition was verified. The cause of the reported condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of four (4) small volume intermates ruptured. This event occurred during filling of the devices during the compounding stage. The units were filled with 0.9% sodium chloride. There was no patient involvement. No additional information is available.